Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2026, the patient underwent an orif surgery for fracture on femur with the products in question. During an frn operation, an attempt was made to connect a driving cap to an insertion handle, but the connection failed. It appeared that the hole side had worn out. Instead, an extraction screw was attached and hammered, but it fell and became dirty. Therefore, a driving cap consigned by the hospital was used instead to hammer the nail. The nail was successfully inserted. The surgery was completed successfully with no surgical delay. The driving head, insertion handle and extraction screw were damaged. No further information is available.